Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0246067. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the intima-ii y 22gax1.00in prn ec slm npvc tubing was damaged and leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: "used intravenous indwelling needle for infusion , it was found that the y-shaped tube of the indwelling needle was damaged and could not be used for infusion. Replace immediately, have no effect on infusion and patient."